Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with product returned. Upon visual inspection, the distal tip was fractured and missing. The cutting edges are dull and damaged. The device shows wear & tear. Fracture analysis demonstrated that the rasp fractured due to bending fatigue fracture. The material analysis confirmed the material is conforming. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total hip arthroplasty, the distal tip of the rasp had fractured off into the patient. The fracture was discovered 3 days after surgery while viewing post op x-rays. All implants are well aligned and patient has been mobilized normally. Attempts have been made and additional information on the reported event is unavailable at this time.